Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary. This report is associated with 1819470-2018-00030 since there is more than one device implicated.

Event description:
(B)(4). This spontaneous case, reported by a consumer, concerned a (B)(6) female patient of an unspecified origin. Medical history included not good heart, high blood fat and hypertension. Concomitant medications included pioglitazone hydrochloride and linagliptin, both for an unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) cartridge via humapen luxura (burgundy type), 8 units two times daily, subcutaneously for the treatment of diabetes mellitus, beginning approximately in 2005 to (B)(6) 2017. On an unspecified date in (B)(6) 2017 (specific time was unknown), her blood glucose could not descend therefore she was hospitalized. She had big dependence to insulin lispro protamine suspension 75%/insulin lispro 25%, the single dosage daily was added to 10-12; she felt using insulin lispro protamine suspension 75%/insulin lispro 25% to a degree was lack of effect ((B)(4), lot no. Unknown) and she was switched to insulin lispro protamine suspension 50%/insulin lispro 50% per physician advice. According to her, injection button of her humapen luxura pens could not be moved properly (((B)(4), lot no. 0808b07), ((B)(4), lot no. 0808b07). Information regarding corrective treatment and outcome of the events was not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment would be restarted was not provided. The reporting consumer did not know of relatedness between the events and insulin lispro protamine suspension 75%/insulin lispro 25%. Edit 09mar2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 12mar2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 13mar2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, concerned a 65-year-old female patient of an unspecified origin. Medical history included not good heart, high blood fat and hypertension. Concomitant medications included pioglitazone hydrochloride and linagliptin, both for an unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) cartridge via humapen luxura (burgundy type), 8 units two times daily, subcutaneously for the treatment of diabetes mellitus, beginning approximately in 2005 to (B)(6) 2017 or (B)(6) 2017. On an unspecified date in (B)(6) 2017 (specific time was unknown), her blood glucose could not descend therefore she was hospitalized. She had big dependence to insulin lispro protamine suspension 75%/insulin lispro 25%, the single dosage daily was added to 10-12; she felt using insulin lispro protamine suspension 75%/insulin lispro 25% to a degree was lack of effect ((B)(4), lot no. Unknown) and she was switched to insulin lispro protamine suspension 50%/insulin lispro 50% per physician advice. According to her, injection button of her humapen luxura pens could not be moved properly ((B)(4), lot no. 0808b07), ((B)(4), lot no. 0808b07). Information regarding corrective treatment and outcome of the events was not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment would be restarted was not provided. The user of the devices was the patient and her training status was not provided. The device model duration and suspect device duration of use were not provided. The suspect devices were not returned to the manufacturer. The reporting consumer did not know of relatedness between the events and insulin lispro protamine suspension 75%/insulin lispro 25%. Edit 09mar2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 12mar2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 13mar2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 21mar2018: additional information received on 20mar2018 from the global product complaint database. Entered device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields, and improper use and storage from no to yes; and added date of manufacturer for both suspect devices associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated (B)(6) 2018 in the b.5. Field. No further follow up is planned. This report is associated with 1819470-2018-00030 since there is more than one device implicated. Evaluation summary: a female patient reported the injection screw of her humapen luxura device "could not move out." The patient experienced increased blood glucose. The device was not returned for investigation (batch 0808b07, manufactured august 2008). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient reported reusing needles. The core instructions for use state "use a new needle for each injection." Troubleshooting was performed by the patient with guidance from a trained professional. After attaching a new needle and performing priming steps, the device functioned normally. There is evidence of improper use and storage. The patient reused needles. This may be relevant to the event of increased blood glucose.